Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system during priming. The customer's blood glucose was 200 mg/dl at the time of incident. The customer was advised to disconnect from the insulin pump. The insulin pump was not returned for analysis.